Event description:
A report was received that the patient had swelling at the ipg site. The patient was given oral anti-inflammatory medication. The physician drained patient's pocket site. The physician does not believe the patient had an infection. The patient is reportedly doing well.